Event description:
It was reported that the product shut off in the middle of a case, resulting in a delay of 30 minutes. It was further reported that there was no harm to the patient.

Event description:
A customer contacted baxter's global technical service center. During troubleshooting, the patient received a system error 2240 (air in line) on the homechoice (hc) machine during the initial drain. The home patient (hp) had intentionally disconnected without telling the tsr he was going to. The tsr explained that he would have to start over with new supplies. The hp set up with new supplies. The patient had disconnected and then re-connected at the time of the alarm. Per the patient's nurse, the patient did not experience any patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample, therefore, the root cause was undetermined. A batch review was not performed due to unknown lot number. The results of a label review revealed that there is adequate labeling for the potential use error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).